Event description:
It was reported the programmer occasionally would not turn on. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) programmer was turned on ten straight times with a test power cord and it always powered up. The customer's power cord was tried and intermittent power up was verified. Jiggling the cord at the plug causes the programmer to power up and then shut down. Both case handles are broken on the programmer.